Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. Return of the mini trek catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, or the implanted stent, such that the balloon ruptured upon the first inflation at the rated burst pressure (rbp). In this case, without the product to examine, a conclusive cause for the reported rupture could not be determined. It was reported that a dissection was noted after use of the mini trek. Dissection, as listed in the mini trek instruction for use is a known adverse event associated with coronary dilatation procedures and is not necessarily an indication of a product quality deficiency. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. However, a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined. The lot history record for this product was not reviewed and a similar incident query was not performed because the lot number is unknown. The product was not returned for analysis and the lot number was not reported. All dilatation catheters are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rbp.

Event description:
It was reported that during a procedure of the moderately calcified, distal right coronary artery, post non-abbott stent deployment, the rx trek was placed and inflated to 14 atmosphere once when the balloon ruptured. It was noted that a dissection occurred 20-25 mm proximal to the stent area placement. A non-abbott balloon was used at 12 atmosphere for 10 seconds without issue as treatment. The vessel was reviewed with an intravascular ultrasound (ivus) and the guide wire was removed and the procedure completed. No additional intervention was performed for the dissection. The patient was reported as doing well post procedure. There was no reported clinically significant delay due to the device issue and there was no adverse patient sequela reported. Though requested, no additional information was provided.